Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6, aware date from parent record.

Event description:
Patient later reported "situation is difficult for their mental health", breast pain and hardness, "possibly has capsular contracture", baker grade unknown. Patient also reported weight loss, which has been determined to be not device related.

Event description:
Patient has reported " rupture and line/crease on implant". The device remains implanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2 allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient has reported " rupture and line/crease on implant". Patient later reported "situation is difficult for their mental health", breast pain and hardness, "possibly has capsular contracture", baker grade unknown. Patient also reported weight loss, which has been determined to be not device related. The device remains implanted. This relates to the right side.

Event description:
Patient has reported their breast is hard, painful and had "rippling". They report they "possibly have capsular contracture" and their implant were "affecting their mental health with bipolar, adhd, ptsd" resulting in lost weight. Patient later reported "ruptured right breast". "They have indicated they wish their implants to be removed. Healthcare professional later reported "implants are not ruptured, and they have no intention of operating on this patient". The patient later reported "there going down & 1 is hard & my nipples are not the same my nipples have gone in". The device remains implanted. This relates to the right side. Upon further review, abbvie has determined that the event of rupture did not occur and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, b7.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient has reported " rupture and line/crease on implant". The device remains implanted. This relates to the right side